Manufacturer narrative:
The logs for the imaging system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(6), number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
A medtronic representative reported that the issue has not repeated since the original occurrence. It was reported that the site has not confirmed a system checkout could be performed by a medtronic representative.

Event description:
A medtronic representative reported that, while in a spinal fusion, an early termination message error appeared on the imaging system when performing a 3d image acquisition. It was reported that the exams were not transferred to the navigation system for over 5 minutes. The imaging system, viewing station of the imaging system and navigation system were restarted to restore functionality. A second image acquisition then transferred to the navigation system without fault. There was a reported delay to the procedure of less than 15 minutes due to this issue. There was no impact on patient outcome. No additional information was provided.